Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the battery, sealed lead acid,12v, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery doesn't last more than 10 minutes on the cs300 intra-aortic balloon pump (iabp) unit. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the battery doesn't last more than 10 minutes on the cs300 intra-aortic balloon pump (iabp) unit. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b5, g1(contact person).